Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the medial deviation at t10 left and l3 left was soft-tissue pressure applied to the tools while instrumenting. For l3 left, a platform or patient shift cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that t10 on the left was inaccurate. There was a medial breach. The deviation was 3-4 mm. The site ordered a neuromonitoring motor and this shook the patient. The site re-registered and there was a second breach on l3 on the left, which was medial. The other screws were placed accurately. There was no patient harm and the procedure was delayed less than one hour.